Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: two screws were received for evaluation. Upon inspection, one screw was confirmed to have disengagement of the tulip from the bone screw confirming the customer reported event. This unit was inspected further and two distinct indentations were identified on the screw head. Both were localized near the edge of the head and extended onto the teeth of the screw. The second screw was inspected and was confirmed to be intact, possessing fully polyaxiality and its tulip and bone screw were fully engaged. Functional inspection: no functional inspection was performed as the reported event was confirmed via a visual evaluation. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the customer reported event of xia 3 titanium polyaxial screw tulip disengagement post-op was confirmed via a visual evaluation and review of x-rays. Furthermore, the retaining ring on the separated tulip was found to be deformed, with the deformation protruding away from the tulip head. This indicates that enough force was produced to push the bone screw head through the tulip. Multiple dents were identified on the screw head, revealing that multiple tightening had been attempted. It is detailed that these implants are for one time use. This issue has been previously reported in multiple complaints and is well known. The likely causes of the reported event of tulip separation are application of over tightening of the blocker combined with multiple tightening attempts with the screw at high angulation.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Event description:
It was reported that s1 screws failed during a revision surgery as shown on post-op x-rays.

Event description:
It was reported that s1 screws failed during a revision surgery as shown on post-op x-rays.